Event description:
During coronary drug eluting stenting treatment procedure, a stent embolization occurred. The mildly tortuous, mildly calcified 85% stenosed lesion in the mid lad was predilated with 2.0x20mm balloon. Wnen the physician attempted to place the taxus express2 3.0x24mm drug eluting stent, it came off of the balloon. The stent was retrieved with a snare. The procedure was completed with another taxus express2 stent. No patient complication were reported and patient status is satisfactory.